Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported 23008 errors occurred via the error logs. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon side console (ssc) locked up and the surgeon was unable to control the instruments. The technical support engineer (tse) reviewed the logs and observed 23008 errors on the master tool manipulator (mtm) roll axis and noted that the left mtm was not assigned to a hand. The site rebooted the system, and it restarted without faults, allowing the procedure to continue. Subsequently, the site reported that this had been an ongoing issue, though no dates of prior occurrences were provided, and stated the system had been removed from service until the issue was resolved. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter clarified that the instruments were not moving during the faulted system state. After rebooting the system to clear the fault, the system eventually faulted and froze again. They chose to convert the case to laparoscopic surgery. The patient tolerated the conversion and there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was physically observed, and no physical damages were found. The field system logs were reviewed but did not show any errors of 23008 related to the unit. The unit was placed on an in-house system and unit failed with a 23152 indicating a mtm button error. Failure analysis confirmed the clutch was not working and would freeze and/or arm would move freely without pressing clutch buttons. Upon further troubleshooting, a fitness test and a 1-hour sine cycle was performed on the mtm, which failed during the back drive test with an error. It was specified that manipulator kernels were not in power allowed state after fault recovery attempt. An error code 23008 was then observed, re-confirming initial complaint. The error 23008 was indicating issue was related to mtm roll. Further continuation of fitness tests noted both the wrist pitch and wrist yaw slow friction tests failed with error code 23152 button error. Failure analysis attempted to do clutch calibrate to get test to pass but continued to get error 23008. The wrist yaw was observed to have slight delamination of the magnet. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to the delaminated magnet and roll motor in the mtm.

Event description:
Refer to h11 for follow-up information.